Event description:
Boston scientific received information that one day post implant, this lead was exhibiting impedance elevated impedance and threshold measurements due to a perforation. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.